Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the connector, while the patient was folding clothes. The site location was the patient's left leg and arm. The infusion set had been used for one day. Moreover, the infusion sets were stored room temperature and the pump not dropped with the set connected to the patient's body. No further information available.